Manufacturer narrative:
Device not available for return. Investigation in process, but not yet complete.

Event description:
A surgeon was using our drill bits, drill guide, and the trocar. The pt was burned in the corner of the mouth.